Event description:
It was reported to philips that there is physical damage to the display on the lower center of the display causing touch issues. This screen cannot be calibrated the display will have to be replaced. No patient injury or harm has been reported. Further information will be send upon completion of manufacturer's investigation.